Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: finish good work order (B)(4). Product code 150680006, work order (B)(4) was manufactured on 19-nov-2020. 20 parts were manufactured per specification and all raw materials met specification. There was no scrap associated with this lot. There was no material reprocessing reports (mrr) associated with this lot. There were no non-conformances associated with this lot. Foundry casting work order (B)(4). Product code 150610306, work order (B)(4) was manufactured on 28-oct-2020. 19 parts were manufactured per specification and all raw materials met specification. There were five (5) scrap parts associated with lot 9583597. Two (2) parts were scraped at the boilerclave process step for reason code a377: parts missing - before boilerclave, as parts were knocked off during the shell coating process. All castings at the boilerclave process step are 100% visually inspected as per tm-101276 (test method for the inspect of ceramic moulds) three (3) parts were scraped at the gate removal and inspect & dress process step for reason code a276: ceramic defects (post cast). All parts at the gate removal and inspect & dress process step are 100% visually inspected as per tm-101933 (trays inspect and dress visual inspection (attune). All scrap parts were removed from lot 9583597 as per scp-csop0619 scrap procedure, therefore there is no correlation with the complaint failure mode. There was no material reprocessing reports (mrr) associated with this lot. There were no non-conformances associated with this lot. Foundry casting work order (B)(4). Product code 150610306, work order (B)(4) was manufactured on 27-oct-2020. 18 parts were manufactured per specification and all raw materials met specification. Scrap: there were six (6) scrap parts associated with lot 9583599. Two (2) parts were scrapped at the boilerclave process step for reason code a377: parts missing - before boilerclave, as parts were knocked off during the shell coating process. All castings at the boilerclave process step are 100% visually inspected as per tm-101276 (test method for the inspect of ceramic moulds) two (2) parts were scrapped at the gate removal and inspect & dress process step for reason code a276: ceramic defects (post cast). All parts at the gate removal and inspect & dress process step are 100% visually inspected as per tm-101933 (trays inspect and dress visual inspection (attune). Two (2) parts were scrapped at the at the foundry x-ray process step for reason code a276: ceramic defects (post cast). All parts at the foundry x-ray process step in the process are 100% visually inspected as per tm-100830 (foundry x-ray interpretation). All scrap parts were removed from lot 9583599 as per scp-csop0619 scrap procedure, therefore there is no correlation with the complaint failure mode. Reprocessing: there was no material reprocessing reports (mrr) associated with this lot. Non-conformance: there were no non-conformances associated with this lot.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2021, the patient underwent the tka surgery for oa with the tibial tray in question. During the surgery, it was confirmed that there were traces of dirt and protective covers on the surface of the tray. The surgeon wiped it with a gauze, but some traces remained. The tray was used as it was. The surgery was completed successfully within 30 minutes delay. No further information is available.